Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflamed tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "my tube was open." In 2011, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("lots pain") and hydrosalpinx ("my tube was open n fluid inside"). The patient was treated with surgery (tubes removed). At the time of the report, the salpingitis, pelvic pain and hydrosalpinx outcome was unknown. The reporter considered hydrosalpinx, pelvic pain and salpingitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflamed tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "my tube was open". In 2011, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("lots pain") and hydrosalpinx ("my tube was open n fluid inside"). At the time of the report, the salpingitis, pelvic pain and hydrosalpinx outcome was unknown. The reporter considered hydrosalpinx, pelvic pain and salpingitis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :hydrosalpinx, pelvic pain and salpingitis, device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.